Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, (B)(6) 2026 postoperative use of the device assisted catheterization, in place fluent, no discomfort. The afternoon of (B)(6) 2026, the patient complained of catheter dislodgement, visible balloon at the obvious rupture, the patient urethral orifice did not see active bleeding, the complaint of urethral orifice slightly uncomfortable, and other obvious abnormalities, reported to the doctor to be reset the urinary catheter, reset the patient to bring pain.